Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that the patient's right hip was revised due to high cocr and hip pain. An x3 liner was implanted. Cup, head and screw from primary remained implanted.

Manufacturer narrative:
An event reporting high cobalt chrome levels (altr) involving a metal femoral head was reported. The event was not confirmed. Method & results: -device evaluation and results: the device was not returned for evaluation. An image of the device was provided post explantation. Blood was evident on the device. There was no damage noted on the femoral metal head. It was reported the device remained implanted. -medical records received and evaluation: a review of the provided medical records by a clinical consultant concluded: "without more info from mar or medical records providing more detail, it is not possible to establish a root failure cause for this case with any certainty." -device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: review indicated there have been no other events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including pathology reports, operative reports and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
It was reported that the patient's right hip was revised due to high cocr and hip pain. An x3 liner was implanted. Cup, head and screw from primary remained implanted.